Event description:
A customer contacted baxter's technical service center regarding an alarm on the homechoice (hc) machine during fill 1. While troubleshooting, the patient stated there were air bubbles in the patient line. The patient was assisted to end the therapy and start therapy over again using new supplies.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). Product surveillance (ps) spoke with peritoneal dialysis nurse (pdn) on (B)(4) 2010, who verified there were no adverse clinical symptoms as a result of this incident. There was no reported patient injury and no need for medical intervention. No sample is being returned. The nurse indicated the patient used up his pd therapy supplies. The pdn indicated no further information was available on this incident. This complaint was not confirmed due to a lack of sample. The lot number was not provided; therefore a batch review cannot be conducted. The root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.